Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated. An internal inspection of device found no discrepancies. Review of the event log observed that the pads were not preconnected causing the failure. This error is self-cleared when the device detects valid face-to-face pads. The device passed full functional testing and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.